Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information was requested, and the following was obtained: please provide the patient's weight, bmi at the time of index procedure.¿unk the diagnosis and indication for the index surgical procedure? ¿unk what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)?¿open what was the tissue condition (normal, thin, calcified, fragile, diseased)?¿unk, but multiple medical history were any pre-op cleansing procedures or products changed recently? If yes, please describe.¿no does the patient have a known allergic history to any medical devices, food and/or medication?¿no allergy was reported was allergy testing performed? If so, please describe with results. ¿unk are there any photos available?¿no please describe any medical/surgical intervention required for this suture event including dates and results. ¿trimming the site of redness did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placemtrimming the site of rednesson?¿no please describe the patient manifestations of the reported reaction (location, severity, appearance, systemic or local reaction). Onsetat the site of suture used, local rednessredness other relevant patient history/concomitant medications?¿antidepressants, antischizophrenic agent what is the physician¿s opinion as to the etiology of or contributing factors to this event?¿possibly related to device what is the patient's current status?¿no problem lot number? =>unk I certify that all information that are known/available has been disclosed.

Event description:
It was reported that a patient underwent a left total hip arthroplasty on (B)(6) 2024 and suture was used on the dermis for interrupted suture. Postoperative crp and white blood cell counts were fine. On (B)(6), the patient came to the hospital because of the redness and was admitted, so debridement was performed. At that time, the doctor checked the wound and found a white pus at the stitch part where the suture was used. It was sutured with different type of suture, and the patient is in the hospital now. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 472 g/m vicryl h6 component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's weight, bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Are there any photos available? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please describe the patient manifestations of the reported reaction (location, severity, appearance, systemic or local reaction). Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number?